Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was more than 400 mg/dl at the time of the incident. The customer reported that she was having trouble with her insulin pump, and keeps getting a blocked message. The customer stated that she keeps having blood in the cannula when removing infusion set. The customer was assisted in performing a 5.0u fill cannula and the insulin exited. The customer was advised to monitor the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.